Event description:
It was reported that the user performed a rewind while still connected to the ilet pump during an infusion set and cartridge change, and was advised to fully disconnect before rewinding in the future; no device alerts or alarms occurred and troubleshooting and education were completed. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included user education on correct supply change steps. Investigation of this case revealed use error related to incorrect change procedures, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.